Event description:
It was reported that during a da vinci si surgical procedure, a fragment from the permanent cautery spatula instrument broke and fell into the patient's abdomen. The instrument fragment was retrieved, no patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed one distal clevis ear was broken off at its base. The clevis ear on the conductor wire side is broken off, resulting in dislodgment of the yaw pulley. The broken piece was no return, but is approximately 0.285 x 0.220 in size. Additional observation not reported by the site are a broken ceramic sleeve is missing a 0.070 x 0.075 piece. The sleeve exhibits light scratch marks below broken section. Conductor cap is missing from the distal end, exposing wire segment. Cap is likely detached as a result of clevis ear breakage. Yaw pulley boss feature that mates with the cap is broken off. The evidence is not conclusive, but breakage is likely due to overloading the tip. The instruments and accessories user manual specifically states: general precautions and warnings to handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.